Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 233 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed loose drive after a battery change and this alarm was in the pump history. The pump passed the self test and the customer was advised to monitor the pump and call back if any further issues.